Manufacturer narrative:
A field service engineer was dispatched to customer site. The vacuum pump oil, catalytic decomp filter, oil mist filter, screen, and chamber plastics were replaced to resolve the odor/smells issue. Unit meets specifications and was returned to service on (B)(6) 2016.

Event description:
A customer reported an event of a strong odor emitting from the sterrad&#59406;x sterilizer. No load was affected. One healthcare worker (hcw) experienced a headache. Additional details of hcw status or injury details are unknown at this time. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury. Asp will continue to follow up for additional information.

Manufacturer narrative:
The hcw who experienced the headache did not need medical attention and the symptoms resolved within an hour. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to odor/smells to be "low." No parts were returned for evaluation. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.